Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2026 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were there any patient consequences? --please refer to the event description, other information requested is unknown. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic resection of diffuse adenomyosis lesions procedure on (B)(6) 2026 and barbed suture was used. The patient underwent surgery in the afternoon. During the surgery, the chief surgeon used suture to suture the wound for the patient. Before use, two people checked that the needle was intact. During the last stitch of suturing the muscle wall during surgery, the hand-washing nurse and the lead surgeon jointly discovered that the needle tip was missing by about 4mm. The chief surgeon, hand washing nurse, and itinerant nurse searched together in the abdominal cavity, on the operating table, and under the operating table. Later, the broken needle was found in the autologous blood recovery tank, which matched the intact suture of the same model. There were no patient consequences reported. Additional information was requested.